Manufacturer narrative:
Correction: awareness date for the initial report was 09jul2020. The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products. Found to be according to our specification valid at the time of production. There is one similar complaint against lot number 52556405 (sw965) at hand. Due to the circumstances we did not receive any devices for investigation and the lack of information it is not possible to determine a definitive conclusion and root cause for this failure. Conclusion and root cause: due to the current deviation and according to the rationale, the root cause of the problem is most probably patient and usage related. According to the 8 d report a CAPA is not necessary.

Event description:
No updates.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a active l prosthetic disc implant. According to the complaint description the implant migrated 8 weeks postoperative. The implant migrated anteriorly. No issues on two week postoperative x-ray images and no issues in the surgery. A revision surgery was necessary. Additional information has been requested but not yet received as of this report. The adverse event is filed under aag reference (B)(4). Involved components: sw981k - activ l sup.plate size m 6°/spikes - 52552035. Sw986k - activ l inf.plate s1 size m 5°/spikes - 52496212.